Event description:
It was reported that an el314 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that during placing clips into the patient, they fell down from the clip applier into the patient (jaws to wide). The clips were retrieved from the patient.